Event description:
It was reported that the lead had oversensing and the lead integrity alert was triggered. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor was fractured. Full lead returned and analyzed. The fractured proximal cable is most likely explant damage. The defib conductor was distorted.